Manufacturer narrative:
A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. The company representative did not confirm nor replicate anything that would have contributed to the reported event. The system was tested and found to meet product specifications. Thus, based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site #2028159). The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a patient with difficulty in opening flap and tunnel incisions. Additional information received reported that laser was turned on, and the noise of the laser being fired was heard and at the end of the treatment, it turned out that the proper cuts had not been made in the patient's cornea. Additional information received he tunnel incisions were not satisfactory and surgeon completed the tunneling with manual tunneler. Procedure completed successfully.